Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the seal tore as an instrument was introduced. No pt injury was reported. Another device was used to finish the procedure.